Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced errors on universal surgical manipulator (usm) 1. Logs showed errors on node 175, the proximal set up joint (suj) on usm 1 at startup. Customer performed a hard restart and a multiple restarts with no change. The customer swapped to one of their xi rooms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set up joint (psuj) to resolve the reported issue .the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and during log review, the 32099 error was found indicating a half bridge driver error thus confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit triggered error 32101/32099 at start up in normal mode thus replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) and the unit failed to release the brakes during the test. Installed a golden axes controller setup (acu) and retested with passing results. Reinstalled the original acu and the unit failed to release the brakes a second time. Once testing was completed, the acu printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.